Event description:
It was reported the pt stopped using stimulation in 2008 because she was not having pain. She recently tried to use the system but could not establish communication with her ipg. Surgical interventions will be undertaken to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.